Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Stryker rep in (B)(6) reported that in the twin fix surgery there were two twin fix screws defective. At the time of surgery, the screws were broken in different areas. During the surgery a replacement was available. The surgeon decided to use the replacements instead of the broken screws. Another distributor offered the replacement screws. Both screws were in the same surgery. Finally, the doctor got to cut out the bone.